Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the irrigation was not working during a cataract with intraocular lens implant procedure. Following a "few minutes" delay and a system exchange, the procedure was completed with no harm to the patient.